Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date ¿ the lot was manufactured between july 18-22, 2024. H11: the actual device was not available; however, a photograph was received for evaluation. The returned photograph was reviewed, and it was noted that there was fluid in the device¿s bladder which suggested a possible under infusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. After 24 hours of infusion, approximately 25% of the antibiotic was still eft in the device. The device contained piperacillin/tazobactam and sodium chloride solution. A catheter was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.